Manufacturer narrative:
(B)(4). A review of the dimensional verification, drawing, instructions for use, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The device failure analysis determined that all relevant dimensions are within specification and there are no indications that the device was manufactured out of specifications. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that states: "while holding the external portion of the catheter with one hand, just proximal to the white suture wing, grasp the suture wing and slide it forward until the black indicator mark on the external portion of the catheter is visible. This will indicate proper expansion of the friction-lock malecot. Gentle traction on the catheter should demonstrate the friction-lock malecot to be within the stomach and against the anterior gastric wall. Dress the site in a routine manner. Place a male luer cap on the hubs(s) of all catheter lumens or extensions." Based on the information provided, examination of the returned product and the results of our investigation, it is feasible that the doctor was stabilizing the catheter by holding the red hub instead of positioning his hand just proximal of the white suture wing as required by the IFU. The pressure placed at the hub would like cause the separation that was seen in consecutive device usage and failure. The root cause is most likely user technique. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent placement of a ultrathane carey-alzate-coons gastrojejunostomy replacement catheter. The red hub of the device detached at an unspecified time following device placement (MDR#1820334-2017-00767. The patient underwent explant and replacement of the catheter during which the hub of the new catheter detached (MDR# 1820334-2017-00767) when the doctor was pushing the malecot to form the anchor. The forces applied to the device at the time of detachment are not known. No further information was provided. The device was received by the manufacturer for evaluation. This is one of two events reported by the physician. The same patient is associated with both events.